Manufacturer narrative:
(B)(4). D10. Allocl csf anchorage cap 58 item# 00000003534 lot# 2772318. Smith & nephew polarstem size 2 item# unknown lot# unknown. Smith & nephew biolox forte ceramic head 32m item# unknown lot# unknown. E1 - telephone number: (B)(6). G2. Report source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient had a right total hip arthroplasty with mixed manufacturer products. X-rays taken approximately 9 years post implantation, shows clear poly wear in the right hip. The patient reports no complaints; however, a revision is planned on unknow date to address the poly wear. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. The reported alloclassic csf insert 58/32 was reviewed for compatibility with the concomitant allocl csf anchorage cap 58 with no issues noted. However, these acetabular components were implanted alongside competitor femoral products from the company smith & nephew, which is considered off-label use according to instructions for use. The IFU states: "only authorized combinations must be used". Additionally, as referenced within the IFU, zimmer biomet notes on its product compatibility website that "products manufactured by zimmer biomet were not originally designed to be compatible with products from other manufacturers. There was no assurance that products from different companies may be safely used in combination with each other." Review of the complaint history identified an additional similar complaint for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. A document was provided directly by the patient containing general information, implant stickers for bilateral hip products, and physician letters related to both hips, including an epicrisis. While no surgical reports for the bilateral hip arthroplasties were included, the document was reviewed by a health care professional. The review confirmed inpatient care for the left primary hip implantation, and for the right hip implantation. The patient reported load-dependent and resting pain in the left hip, with examination revealing significant groin tenderness and pain with movement, though no signs of infection. X-rays indicated loosening of the left acetabulum, and a revision was performed without complications. Intraoperative cultures grew e. Faecalis, and the patient received appropriate IV antibiotics. Then during a follow up, the patient reported high satisfaction with the revision, with only occasional muscle pulling, full mobility, no pain, and no evidence of infection. During the same follow-up, radiographic imaging revealed clear inlay wear on the right side. Three dated radiographs were provided for the left hip, two dated radiographs were provided for the right hip, and four dated radiographs were provided for the pelvis. All radiographs were reviewed by a radiologist with the following assessment: pre-op image demonstrates severe bilateral hip arthrosis with bone-on-bone apposition. Post-op imaging demonstrates placement of bilateral hip arthroplasties with anatomic alignment. Later imaging demonstrates interval advanced polyethylene wear, indicated by the femoral head appearing off-center within the acetabular cups. In addition, there is new radiolucency along the inferomedial left acetabular cup which appears loose. Another one, demonstrates further progression of the liner wear based on the available information, the reported event can be confirmed. The provided documentation confirms the implantation of competitor femoral components in combination with zimmer biomet acetabular components. According to the instructions for use (IFU), this represents off-label use. The potential contribution of this off-label combination to the reported cup loosening and liner wear is likely but cannot be conclusively determined. If and to what extend other patient and/or procedure related factors might have contributed to the event remains unknown. In addition, a review of the manufacturing process documentation confirms that potential manufacturing-related issues can be excluded. As such, based on the information available, a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.